Event description:
The customer reported that while running an antibody screen assay, red cells were pipetted into well a11 along with plasma and no error message was generated. No death or serious injury was associated with this incident.